Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was patient reported getting eri message on the programmer (pp) screen today when she went to get an MRI and activate MRI mode on the pp. Patient stated the ins was supposed to last for 5-7yrs. Patient services (ps) asked patient to sync with pp and pp showed eos (end of service). Ps reviewed meaning of eri / eos and recommend patient consult with hcp ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.